Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4)). It refers to a female consumer who had essure model 205 (fallopian tube occlusion insert) inserted. Consumer reported that she had essure placed when she was (B)(6) and, 8 years later, had to have a hysterectomy at (B)(6). She states that she realizes she was sick after she had this surgery done (as reported, understood as essure insertion). Consumer informed that she experienced pain after the surgery (worse than when she gave birth). She was told that it was normal and that would only last a couple days, but it never went away. Consumer also reported that essure made her gain so much weight and states that she never had any energy to do anything. She had chronic pain, horrible periods (sometime 3 times a month) and informed that she was miserable and it made grow apart. Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had chronic pain since essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy, 8 years after device placement. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started in close association with essure insertion and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.